Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2278 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the stylet that broken inside the patient was a power PICC. Patient had to go to ir for a foreign body removal to retrieve the broken tip of the stylet." Additional info. Rcvd (B)(6) 2021: it was reported by healthcare professional "the incident happened on tuesday, (B)(6) 2021. The harm is, it reached the patient, but the patient was stable. The patient was here for a PICC insertion for chemotherapy. Right basilic vein was accessed with the 21g needle with no issues. Guidewire was advanced with no resistance. Microintroducer was advanced over the guidewire with no issues. PICC stylet was retracted before trimming the PICC catheter and the stylet was advanced to the tip of the PICC catheter after trimming. Stylet was intact. When the PICC catheter was advanced through the peel away introducer there was some resistance at about 15cm-20cm. I tried multiple manipulation to advance the catheter, but was unsuccessful. I aborted the procedure. When I was evaluating the PICC catheter I noticed there a different curvature on the tip of the catheter, so I removed the stylet to look at the tip. The tip of the stylet was missing about 3-4cm and the end was frayed. I looked all over the sterile field for the missing piece, but I could not find it. I notified the md and interventional radiology (ir). Ir recommended chest x-ray and x-ray of the arm. The x-ray showed that the piece of the stylet was in the right axilla vein. Patient was transferred to ir for a foreign body removal. The stylet was removed from the patient successful. The piece of the stylet was sent to pathology. Patient does not have infectious disease. "